Manufacturer narrative:
The fs-mar-10-x of unknown lot number was not returned to (B)(4) for evaluation. Limited information was provided by the customer and if additional information becomes available the complaint file will be updated to reflect this. The customer¿s complaint was confirmed on customer testimony it may be noted that according to the instructions for use, the user is instructed to:¿ if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization ¿ also per IFU ¿stent should be checked periodically for signs of biliary obstruction. This stent should not be left indwelling for more than three months or as directed by physician. The wire guide diameter and the inner lumen of the wire-guided device must be compatible.¿ as per functional checks there is 100% inspection on stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. A review of the manufacturing records for fs-mar-10-x device of unknown lot number could not be completed. Prior to distribution, all fs-mar-10-8 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4) a section of the device did not remain inside the patient¿s body. The patient did require additional procedures due to this occurrence. There was medical intervention (exchanged stents) carried out as a result of the occurrence ."the antireflux valves in group b were often found collapsed or folded backwards during stent change". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The anti reflux valve is referenced as a possible cause of the early stent occlusions as per pg 391 ¿ the most likely explanation for the early stent failure in this study related is related to the collapsible anti reflux valve.¿ as per pg 389 ¿¿the antireflux valves in group b were often found collapsed or folded backwards during stent change¿. See also pg 392 ¿¿the soft anti reflux valves when present were often found collapsed and folded backwards in subjects who reached the study endpoint.¿. Early stent occlusion submitted in report # 3001845648-2016-00106.